Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. The distal end of the stent was damaged and stretched distally. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21nov2019. It was reported that crossing difficulty was encountered. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal left circumflex artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.